Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for closure separation with the incident lot was not observed as all tubes are seen with their hemogard cap on. Additionally, 10 retention samples from bd inventory were evaluated by stopper pull force testing and no issues were observed relating to closure separation as all samples met specifications. None of the stoppers separated from the shields. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "loose head cover."